Event description:
It was reported that the user contacted support for low blood glucose while using a Dexcom CGM with the iLet system; the CGM briefly did not display readings, and the user had a prior daytime high followed by a low, with the lowest CGM value 61 mg/dL and a confirmatory fingerstick of 83 mg/dL after treatment with approximately 10¿15 grams of oral carbohydrates, with glucose trending upward during the call. Symptoms included hypoglycemia without reported physical symptoms. Outcomes included an unexpected medical intervention consisting of oral glucose, and no serious injury or illness occurred. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings, with insufficient information regarding a device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.